Event description:
It was reported that the display on the insulin pump was blank. Troubleshooting was performed, and the display was restored to normal operation. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with the keypad, electronic, and motor assemblies shorted out.